Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 31 (6:51 am), 49 (6:59 am) and 275 mg/dl (7:05 am). Tests were done within 20 minutes with a difference of 122%. Patient did not experience any adverse events. No further information has been reported.